Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined. The file has been opened from a literature report: work intensity of postoperative care following implantation of presbyopia-correcting versus monofocal intraocular lenses (iol). Five different lens models manufactured by three different companies were used. No correlation to specific models was provided. The study indicated that patients bilaterally implanted with presbyopia-correcting intra ocular lens require significantly more clinic time, more diagnostic testing and additional procedures during the first postoperative year as compared with patients implanted with bilateral monofocal iols. There was no indication in the report that the issues were due to a malfunction of the implanted lens. Literature citation: robert k maloney, et al., work intensity of postoperative care following implantation of presbyopia-correcting versus monofocal intraocular lenses. Clinical ophthalmology 2023;17:1993¿2001. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported via research published article with purpose to compare the work intensity of postoperative care following implantation of presbyopia-correcting intraocular lenses (iol's) to that of standard monofocal iol's. This is an open-label, multicenter, comparative study retrospectively reviewed the case records of cataract surgery patients who underwent bilateral implantation of either presbyopia-correcting iols (presby-iol group; n=177) or standard monofocal iols (monofocal group; n=177). This file was related to the trifocal iol group and patients of the presbyopia-correcting iol group. It was reported that yag capsulotomy was performed in 62 eyes (35%), yag laser vitreolysis was performed in 2 eyes (1%), punctal plug insertion was performed in 16 eyes (9%), limbal relaxing incisions was performed in 13 eyes (7%), prk enhancement was performed in 4 eyes (2%), botox injection was performed in 3 eyes (2%), epilation of eyelash was performed in 2 eyes (1%), permanent closure of punctum was performed in 2 eyes (1%), subtenons triamcinolone injection was performed in 1 eye (1%), excision of eyelid lesion was performed in 1 eye (1%), thermal pulsation therapy was performed in 1 eye (1%), blepharoplasty was performed in 1 eye (1%), intraocular lens exchange was performed in 3 eyes (2%), corneal foreign body removal was performed in 1 eye (1%). There are two medical device reports associated with this report. This is 2 of 2. Literature citation: maloney rk, et al., work intensity of postoperative care following implantation of presbyopia-correcting versus monofocal intraocular lenses. Clinical ophthalmology 2023:17 1993¿2001.